Event description:
The customer reported to olympus, during reprocessing, the endoscope reprocessor had black residue. Upon inspection of the customer¿s returned device it was observed, poor reprocessing due to foreign objects were found in the reprocessing basin. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed error e16 was noted, it took too long to fill the reprocessing basin with disinfectant solution. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating, pre-cleaning was being performed immediately after a procedure, all reprocessing personnel trained on how to properly reprocess an endoscope and following cleaning, the endoscope was stored in dry locker. The event is under investigation. A supplemental report will be submitted upon receiving additional information.